Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed, with no irregularities noted. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for the procedure about the laparoscopic assisted distal gastrectomy. After 30 minutes from the start of the procedure, the tissue pad of the subject device was peeled from the grasping section. The user replaced the subject device with another sb-0535fc and completed the procedure. There was no report of the patient¿s injury regarding this event.